Manufacturer narrative:
The device and the lens were returned in the blister tray in the carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. Dried blood was observed in the tip. The plunger was retracted to mid-nozzle. No damage was observed to the device. The lens was returned outside the device, adhered to the posterior of the nozzle tip in dried viscoelastic. The lens was cleaned with klrp (klotho-related protein) to release from device and removed dried viscoelastic. There was no damage observed to the lens. A dimensional inspection (plan view) was conducted. The lens was within the specification per the approved template. Viscoelastic was not provided. It is unknown if a qualified product was used. The lens was returned outside the device. The plunger was retracted upon return. The position of the plunger and the lens during delivery cannot be determined. The IFU (instructions for use) instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be out of position can result in a negative outcome. It is unknown if a qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company iol (intra ocular lens) with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow-up information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, lens come out of the injector too fast. The operation was completed with the help of another lens and there was no patient involvement. Additional information has been requested.